Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #analysis confirmed the customer comment of a telemetry issue, it was unable to achieve a maximum telemetry signal as measured with positioning light-emitting diodes and the printed circuit board was replaced to resolve. It was further noted that the lens was cracked and that its cable had normal wear from usage. The upper case and cable were both replaced to resolve all. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had noisy telemetry. The programmer head was returned for service. There was no patient involvement.